Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Patient at home dialysis treatment from (B)(6) 2015 when the use of biopatch started. On (B)(6) 2016 a new biopatch was placed, and on december 31 the patient noticed swelling and redness at the part which catheter was inserted, and noticing that the biopatch placed was yellow. On the same day, treatment for redness and swelling was started with gentacin (gentamicin sulfate). On (B)(6) 2017, when the patient visited the hospital, there were drainage, pain, tenderness, and crp 3.1, wbc 5900. Patient was continued application of gentacin and started an antibiotic drip (meropenem hydrate) and cravit 250 mg/ every other day. On (B)(6) 2017, the patient visited the hospital and improvement was confirmed. There were no drainage, tenderness and crp 1.5, wbc 4600. The antibiotic drip was stopped and antibiotic was prescribed for two weeks.

Manufacturer narrative:
Integra has completed their internal investigation on february 16, 2017 . The investigation included: methods: review of device history records. Review of complaints history. Results: no pictures of skin condition were provided and therefore the event could not be confirmed. Although it was reported that a sample is to be returned, this is a sealed sample (not the one used). DHR review; no anomaly or discrepancy was reported during the manufacture of the fg lot that could be related to the reported conditions. The lot was released for distribution in compliance with the product specifications and integra requirements including chg potency. Complaints history; upon review of integra's complaint system from january 2015 - january 2017, a total of 29 complaints (including the one under evaluation) related to adverse reaction for biopatch product family. (B)(4). Conclusion: (root/cause) the reported condition ¿swelling and reddening¿ could not be confirmed since pictures were not provided by the customer. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ as per information received, the patient was treated for a ¿for exit part infection¿. It is unknown if the treatment was preventive as no identified type of infection was reported. The white blood cell (wbc) count reported (5,900) is not considered high. According to the mayoclinic.org site, the normal range for wbc count is from 3,500 to 10,500 cells/mcl. The other result provided, c-reactive protein or crp, is a substance produced by the liver that increases in the presence of inflammation in the body. From that same information, it appears that the patient was performing bandage changes himself: on ¿(B)(6), the patient changed biopatch of the new package and applied gentacin(gentamicin sulfate) for pain.¿ it is unknown skin prep procedure, if any, used prior placing the sponge and if it was appropriately performed (e.g., allowed to dry). According to directions for use (listed above), the skin should be prepared prior use and aseptic technique must be followed; also, the user must make certain that the blue scrim is facing upward and that the white foam is in contact with patient¿s skin. If any of these steps was not carefully followed, then the possibility of an infection increases. Clinical trial results listed in the IFU report ¿a statistically significant 44% reduction in the incidence of local infection¿; thus, infections may occur while using biopatch product. In addition, storage conditions of the product are unknown as these were stored in the patient¿s home and most likely continuous monitoring of environmental conditions is not available. Regarding the presence of yellow sponges noticed during the third reported change on 12/30/2016: this should not be the cause of reported exit wound infection since ¿this coloration does not reduce the antimicrobial efficacy of the dressing¿, as specified in the IFU. For the reddening and swelling condition, no assignable cause that could be associated to the manufacturing process of biopatch was identified. No anomalies were noticed during documentation review.